Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a bolus delivery issue. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to gather further information regarding the issue; however all were unsuccessful.